Event description:
During the implantation procedure, they could not screw in the svc lead in the header on this device. It was reported that the torque wrench would not click at first, once a click was heard, the setscrew came out of the header. The device was not implanted; a new paradym was implanted.

Event description:
During the implantation procedure, they could not screw in the svc lead in the header on this device. It was reported that the torque wrench would not click at first, once a click was heard the setscrew came out of the header. The device was not implanted; a new paradym was implanted.

Manufacturer narrative:
(B)(4). The analysis on this device is pending.

Manufacturer narrative:
(B)(4), 2011,the analysis on this device is pending.(B)(4), 2012,it was the rv df-1 setscrew not the svc as originally reported.(B)(4).